Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned for evaluation. Data logs were returned and impella position in aorta were observed while pump was running on p2. There was no variation or impact to optical signal 5s parameters. The cause of the optical signal issue was most likely patient condition related based on the data log review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the device exhibited placement signal issues. It was also reported that care was withdrawn and the patient expired.